Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx. Twenty-five minutes into the procedure the urethral balloon appeared to be leaking and the prolieve system displayed a "low-water" warning message. The device cartridge was refilled; however, the problem continued. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further info, a supplemental medwatch will be filed.